Manufacturer narrative:
(B)(4). Additional information: it is unknown if the device sample is available for evaluation.

Event description:
The customer alleges the needle hub has a crack and air entered due to this defect.

Manufacturer narrative:
(B)(4). Corrected to (B)(6) 2018. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the needle hub has a crack and air entered due to this defect.